Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button is somewhat depressed into the pump and excessive force is required to press the button and activate display. The customer's blood glucose level was 178 mg/dl. The customer applied more pressure to the wake button to address the issue.